Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. This manufacturer report pertains to the first speedband superview super 7 device and manufacturer report# 3005099803-2018-00308 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first and second bands got tangled on the ligator head and the bands failed to deploy. A second attempt was made; however, two bands released at the same time. Reportedly, four bands were successfully deployed. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the component found six bands present with some were moved out of their position and were caught under other bands. The ligator head teeth were bent. The suture was noted to be broken and one section was still attached to the ligator head. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-00307 pertains to the first speedband superview super 7device and manufacturer report# 3005099803-2018-00308 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first and second bands got tangled on the ligator head and the bands failed to deploy. A second attempt was made; however, two bands released at the same time. Reportedly, four bands were successfully deployed. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.